Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used for a redo stapling of a pharyngeal pouch, device was reloaded and fired four times. After the final time it was not possible to open and disengage the gun. It was necessary to surgically cut the device out with resulting mucosal defect. Nasogastric feeding tube was inserted with ongoing antibiotics required. Patient hospital stay lengthened and incurred serious injury as a result.